Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 15 may 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received with a detached haptic and cut in half (not separated). No additional defects were observed before and after cleaning the lens. No defects that could contribute to visual issues were observed. The complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/not provided. But the best estimate date is between 30 apr 2022 (implant date) and (B)(6) 2023 (explant date) email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with their visual acuity post intraocular lens (iol) implantation. The iol was explanted. No further information provided.